Event description:
A research article indicated that a patient's generator was no longer functioning at a (B)(6) check-up appointment. It is unclear if the physicians were referencing normal battery depletion or a true device malfunction. No additional relevant information has been received to date.